Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a burning smell coming from the device. The device was returned with a report that during priming, prior to patient use, the nurse noted that an abnormal burning smell was coming from the device while plugged into the 220v power supply. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.